Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a noisy ECG. Although it was not specified if this was leads or pads, we are considering that this is a pads ECG issue.